Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The lens was returned stuck between the loading area and the nozzle entry area of a cartridge. A small amount of solution was dried around the stuck lens and in the tip of the cartridge. The leading haptic was extended. The trailing haptic was bent under the optic. The lens was pressed up instead of down per the dfu. The cartridge showed evidence of being placed into handpiece. Fold testing could not be conducted due to the lens being stuck in a cartridge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/23/2010 and 08/13/2010 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "did not fold correctly" (failure to fold [iol (intraocular lens) implant]). A materials manager reported that an intraocular lens did not fold correctly. Patient impact remains unknown. Additional information has been requested.